Manufacturer narrative:
Additional narrative: patient initials: (B)(6). Event date: unknown. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported (B)(4) study patient ID (B)(6) was implanted with prodisc-c large 5mm at level c5-c6 on (B)(6) 2007. There were no intraoperative complications. The patient was discharged on (B)(6) 2007 and the patient did not complete the study. Patient was lost to follow-up and was last seen (B)(6) 2010. Prodisc-c was explanted on (B)(6) 2009 and underwent conversion to acdf. The following complications were noted: date reported (B)(6) 2009: neuro-deterioration: abnormal sensory noted on month 18 exam. Possible relationship to cervical pain. Cervical pain: outpatient epidural c6-c7, 2 day pain relief. Date reported (B)(6) 2009: neuro-deterioration: abnormal sensory noted on month 24 exam. Possible relationship to increased neck pain with pain radiating into right trapezius and right arm. Date reported (B)(6) 2009: increased neck pain with pain radiating into the right trapezius and right arm. Lower endplate of prosthesis had no bony ingrowth making it loose. Patient underwent explantation of the c5-c6 prodisc-c with conversion to acdf on (B)(6) 2009 and anterior interbody fusion of the adjacent level c6-7. This report is for the adverse event: date reported (B)(6) 2009: neuro-deterioration: abnormal sensory noted on month 18 exam. Possible relationship to cervical pain. Cervical pain: outpatient epidural c6-c7, 2 day pain relief. Likelihood: anticipated; severity: moderate; implant involvement: none; course of action: outpatient epidural c6-7 pain manager 2 day pain relief. Related to surgery: definitely not; related to implant: definitely not; current state of event: ongoing, patient being monitored. This is report 1 of 3 for (B)(4).